Manufacturer narrative:
Complaint conclusion: during the use of an avanti plus transradial kit (11cm), it was reported that the tip of the product was burred. There was no report of patient injury due to the malfunction. This was a percutaneous coronary intervention to the left anterior descending artery (lad). The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. A non-contralateral approach was made from the right radial artery. The vessel characteristics at target site were described as calcified and tortuous. Further clarification received indicated that the distal tip became worn, ragged, or contained a cut.  A non-sterile si avanti+ transrad kit 11cm; cannula sheath, vessel dilator, mini guide wire and needle puncture were received inside a plastic bag. Per visual analysis, the vessel dilator was received fully inserted into the cannula sheath. No damages or anomalies were observed on the sheath introducer nor on the vessel dilator. Their tip looked smooth and in good shape. No anomalies were observed on the other received components. Review of lot # 17404758 revealed no anomalies during the manufacturing and inspection processes.  The complaint reported by the customer as ¿brite tip/distal tip-frayed/split/torn¿ was not confirmed during the analysis since, per visual analysis, no anomalies were observed on any of the received components. According to the product instructions for use, users are cautioned to not use any open or damaged products, as was done in this case. Neither the product analysis nor the device history record review results suggests that the reported event is related to the manufacturing process. No corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows:  junya et al (2016). Long-term outcomes of smart stent implantation in patients with femoro-popliteal disease.  Catheterization and cardiovascular interventions. The product is not available for evaluation and testing.  Additional information will be submitted within 30 days of receipt.

Event description:
As noted in a publication, long-term outcomes of smart stent implantation in patients with femoro-popliteal disease, catheterization and cardiovascular interventions. In one case, pseudo-aneurysm occurred and was treated by hand compression under ultrasonography. No additional information is available.